Event description:
Caller states the patient tested 6.3 inr and 6.3 inr on the coaguchek xs system while a comparison lab returned as 3.38 inr. No treatment information provided. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.